Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking,trending and follow-up.

Event description:
The user facility reported breakage with the involved device. The following information was provided by the user facility: during a coronary intervention pta and stenting of diagonal artery via radial access the doctor was using a runthrough as his workhorse wire; he also had a buddy bmw wire; he successfully deployed the apex balloon and synergy stent over the runthrough; he then removed the bmw wire; upon removal of the runthrough he took a picture and noticed the distal 2 cm lining had sheared off and was sitting in the distal diagonal artery; he attempted to remove the piece using a whisper wire, however he was unsuccessful; the patient was stable and had no adverse complication and no reaction was observed; and the stent was deployed successfully. Additional information was received on july 26, 2017. There was no blood loss due to the incident. Attempt to retrieve the wire lining was unsuccessful and the lining remained in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results, update section. It was initially reported that the device was available. The device is no longer available. The actual device was not returned for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a retention sample from the reported product code/lot number combination. Visual inspection revealed no defects. Magnifying inspection of the platinum coil segment on 0mm-30mm from the distal end of the device revealed no defects. Magnifying inspection of the stainless steel coil segment revealed no defects. The outside diameter on the coiled segment was measured and confirmed to meet manufacturer specifications. Magnifying inspection of the ptfe coated uncoiled segment revealed no anomalies. There was no anomaly in the state of ptfe coating. The result of the distal tip fracture strength test conducted during the shipping inspection was closely reviewed once again. It was confirmed that there was no deviation in the test result. The investigation results verified that the retention sample was the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.